Manufacturer narrative:
(B)(4). Event evaluation: the event was determined to be a duplicate of MDR # 1820334-2014-00374.

Event description:
According to the initial reporter, one lumen of the central line was noted to be split allowing the possibility of air entering the patient's lumen. Additional information requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the initial reporter, one lumen of the central line was noted to be split allowing the possibility of air entering the patient's lumen. Additional information requested, however it was not provided at the time of this report.